Manufacturer narrative:
This report is submitted on june 29, 2020.

Event description:
Per the clinic, it was reported that the patient experienced a loss of osteointegration resulting in fixture loss. There are plans to reimplant the patient at a later date.